Event description:
The ventilator failed the self-test when powered on. An engineer found water stains inside the device. After disassembling and troubleshooting, it functioned normally. Investigation is ongoing.